Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) blood in/on helix/lobe mechanism (sleeve head). The helix would not extend at the time of inspection due to dried blood in the sleeve head that could not be cleaned out. Upon inspection, it was noted that the defib conductor of the lead was distorted. Upon visual inspection, it was noted that the inner tubing of the lead was kinked/buckled. Upon visual inspection, it was noted that the lead was damaged during the implant process. (B) (4) full lead in segments.

Event description:
It was reported that during the implant procedure, the helix of the lead was, after three different positions, no longer screwable. The doctor cut the end of the lead to put a new lead introducer over the old lead. The lead was not implanted. No patient complications have been reported as a result of this event.